Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they had problems finalizing a panel on bd epicenter¿ single user software. The following information was provided by the customer: "problems finalizing a panel (it is finalized but epicenter does not allow flagging to save). Urgent application support request sent to specialists."

Event description:
It was reported by the customer that they had problems finalizing a panel on bd epicenter¿ single user software. The following information was provided by the customer: "problems finalizing a panel (it is finalized but epicenter does not allow flagging to save). Urgent application support request sent to specialists."

Manufacturer narrative:
H.6 investigation summary: bd quality has reviewed the complaint, service investigation and adverse event questions. The results of this investigation have not identified any new hazards, new risks, or specific trends. No further investigation is required at this time. Quality will continue to trend the reported issue. Further investigation will be required if an actionable level is reached. H3 other text : see h.10.

Event description:
It was reported by the customer that they had problems finalizing a panel on bd epicenter¿ single user software. The following information was provided by the customer: "problems finalizing a panel (it is finalized but epicenter does not allow flagging to save). Urgent application support request sent to specialists."

Manufacturer narrative:
H.6 investigation summary: customer reporting that they are having problems finalizing a panel (it is finalized but epicenter (444165/ sn (B)(6) does not allow flagging to save). The customer associated the panel with an incorrect blood culture test. Working with the customer, made the change of association so that the panel was associated with the right sample, resolved a present attention issue and the sample was finalized correctly. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of august. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.